Event description:
It was reported that on (B)(6) 2024, a 23mm regent aortic mechanical heart valve was selected for implant. During device preparation, the leaflets were not moving normally when tested with a valve measuring device. During procedure, the leaflets could not open and close normally and was explanted. Upon explant, the leaflets were tested again and continued to not move normally. It was exchanged for a new 23mm regent aortic mechanical heart valve, which was successfully implanted. The patient was on warfarin. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve leaflets opening and closing abnormaly during implant was reported. No anomalies were found with the valve leaflets upon return to abbott, and functional testing at the time of manufacturing indicated the valve functioned normally. Both leaflets were able to fully open and close with no resistance occurring when tested upon return to abbott. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.